Event description:
It was reported by the manufacturer's representative through return product paperwork that the patient's interstim implantable device system was explanted due to an infection. The patient had developed pain and drainage at the ipg site. The infectious organism is not known, but was suspected to be staphylococcus. The patient was reported to have recovered with no injury or sequela. Further information has been requested from the hcp, but has not been received at the time of this report. A follow-up report will be sent if further information is received.

Manufacturer narrative:
Final device analysis revealed no significant anomaly found.